Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred because the video function did not work properly due to damage and water immersion in the cable. The cause of the faulty cable is likely caused by the handling methods of the customer. The phenomenon might be prevented by following the descriptions in the instruction manual which states: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's image issue allegation was confirmed. The device evaluation found the cable unit with leak and damaged, which may be the possible root cause for the image problem. Additionally, the following findings were noted: due to corrosion on coupler unit, the scope did not rotate smoothly; cable unit was loosened; and due to water leak in button, the switches could not be pressed down smoothly the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head was defective and had no image. The issue was found during preparation for use. There were no reports of patient harm.